Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported no image during demonstration involving an olympus video system center. The customer suspected that failure of 12g serial digital interface port led to alleged failure. There was no patient involvement reported.